Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, all four of the bullets broke off from the sutures once they were pulled through the patient's ligaments and tendons. The bullets were retrieved. The physician completed the procedure by tying proline sutures to the pinnacle mesh legs. There were no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Exact age unknown; the lot number of the device used is unknown; consequently, the expiration date of the device is unknown. Information supplied was completed by the manufacturer based on information obtained from the complainant. The lot number of the device used is unknown; consequently; the manufacture date of the device is unknown. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.